Event description:
It was reported by the patient that the pod never released the canula after insulin fill, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. No further information has been provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.